Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized with pneumonia and treated with prednisone, which caused her blood glucose to go high. Customer stated that her blood glucose was 402mg/dl and was treated in the hospital. Nothing further was reported.